Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Nakano y, nomoto h, fukuda k, yamaji h, fujita t, inoue y, shiraga f; j cataract refract surg; 39:686-693 2013 ascrs and escrs. Additional information is not expected. (B)(4).

Event description:
In a journal article, the authors evaluated the stability of axis rotation, astigmatism correction, and improvement in uncorrected distance visual acuity up to six months postoperatively using an astigmatism correcting intraocular lens (iol) in a 25-gauge transconjunctival sutureless vitrectomy combined with cataract surgery. The authors reported of the nineteen eyes evaluated, nineteen had an iol axis rotation following a toric iol implantation with a vitrectomy triple procedure. Three months postoperatively, the axis rotation was less than 5 degrees in fourteen eyes, less than ten degrees in four eyes. One patient had a rotation of more than ten degrees; however, no intraoperative or postoperative complications occurred and the cause of rotation for this patient was unclear. No complications occurred with any patient during cataract surgery, during vitrectomy or postoperatively. Overall, postoperative iol axis stability was similar to that reported for cataract surgery alone. Additional information was requested but no further information is expected. This medical device report includes all iol rotations reported in this literature report.